Event description:
Pt here for total hip placement. Acetabular insert did not fit properly and a backup had not been supplied. Therefore a different, less preferable type had to be used for the pt. Surgeon felt there was a defect in the product. No harm to pt.